Manufacturer narrative:
Upon review of customer provided data, qc was within specifications from 10/01/06 to 10/21/06. System check performed on 10/20/06 passed. No errors were associated with the pt results in question. The specimens were collected in 13x100, bd, pst, plastic tubes and centrifuged at 3,200 rpm for 6 mins at ambient temperature. The samples were aliquoted into sample prior to analysis. A field svc engineer (fse) was dispatched to the customer's lab on 10/23/2006. The fse inspected the instrument and discovered an air in the three dispense lines. The fse removed the wash pump and noticed a leakage. The fse replaced several hardware components and conducted diagnostic testing which passed within specifications. The fse verified the instrument per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from 2 different pt samples that were generated by the access 2 instrument. Pt a and pt b samples were tested for accu tni and results of 1.3ng/ml and 0.5ng/ml were obtained respectively. The accu tni result for pt a was reported out of the lab and questioned by a physician. The customer retested the original samples of pt a and pt b for accu tni. The repeated accu tni results were: 0.01ng/ml for both pts. The customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.